Manufacturer narrative:
Description of changes: field b4: added "date of this report" 11/20/2025. Field g3: added "date received by manufacturer" 11/19/2025. Field g4: corrected "PMA/510(k) number" from "p10016-s022" to "p100016 s022". Field g6: checked "30 days", updated to "follow-up, # 1". Field h2: checked "correction". Field h11: added description of changes.

Manufacturer narrative:
The device history records were reviewed and there were no non-conformities or deviations noted during the manufacturing of the lens that would have caused or contributed to the nature of this complaint. Additionally, our lenses are 100% inspected before they leave our manufacturing site. Therefore, we are confident that the lens was processed per standard operating procedures and inspections and have met all criteria for release. Based on the information provided, the risk assessment for CT lucia 602 lens, and our experience, we have determined that the following factors may have caused or contributed to the reported issue (but not limited to): - lens placement technique. - loading strategy. - accessory device support. - poor handling during folding and inserting.

Event description:
It was reported that during surgery the haptic on the CT lucia 602 didn't go all the way into the eye and was catching on the iris. The surgeon cut it out and used a backup CT lucia 602 lens. This was not a haptic rotation and simply an error during injection. No negative patient impact was reported.